Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's son reported via phone call that the insulin pump had a button error that he was unable to clear. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error. The son mentioned that the pump got wet in the rain. The customer's son was advised that the pump will need to be replaced and that the customer should discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was not returned since the son cannot replace his father's pump for him; however, a replacement pump was shipped to the customer.